Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 115.6 cm from the top of the connector to the break. The second piece measured approximately 169.1 cm from the break and included the entire distal tip. This piece included kinks. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification reveals that the fiber tip is cracked but fully intact and measures approximately 3.5 mm. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were used for a cysto left ureteroscopy with laser procedure in the ureter performed on (B)(6) 2018. Reportedly, a lumenis console was used at settings of 0.2j and 25hz. According to the complainant, during the procedure, the laser fiber broke. A second flexiva ID 200 laser fiber was opened and the same issue occurred. When the second fiber broke, the physician felt an extreme heat sensation on his fingers that was alarming to him. No treatment was done per the physician's request. The procedure was completed with the second laser fiber. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were used for a cysto left ureteroscopy with laser procedure in the ureter performed on (B)(6) 2018. Reportedly, a lumenis console was used at settings of 0.2j and 25hz. According to the complainant, during the procedure, the laser fiber broke. A second flexiva ID 200 laser fiber was opened and the same issue occurred. When the second fiber broke, the physician felt an extreme heat sensation on his fingers that was alarming to him. No treatment was done per the physician's request. The procedure was completed with the second laser fiber. There were no patient complications as a result of this event.